Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The mainframe power supply was replaced and the fluoro function board voltage was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the iris and the collimator leaves would not close completely when attempting to x-ray. No patient injury was reported.